Event description:
Reportedly, the needle broke after the second stitch was done. The tip of the needle stayed in the tissues and had to be removed with an instrument. No reported injury or ill-effects to the pt. Procedure type: unk.